Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The up arrow and down arrow keypad buttons were intermittently responsive and required excessive force in order to elicit a response. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the pump was intermittently responding and the buttons were harder to press. The reporter confirmed that there was no damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad issue.